Manufacturer narrative:
The valve was patent and passed siphon, reflux, and leak testing. It was within specifications for all pressure-flow and preimplantation testing. The conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.

Event description:
It was reported that the shunt was over-draining.